Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller being damaged and power cable disconnect alarms were both confirmed. Four log files were reviewed, containing data that collectively spanned approximately 10 hours (B)(6) 2021, 8:03 ¿ 11:24 per time stamp, (B)(6) 2021, 5:30 ¿ 8:20 per time stamp, and (B)(6) 2021, 9:35 ¿ 13:25 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical power cable disconnect alarms ¿ ¿rsoc_invalid fault alarms that were not associated with a power source exchange ¿ were observed. The alarms appeared to have been caused by the rsoc fluctuating below the alarm threshold. No other notable events were observed. The system controller (serial number (B)(6) was observed to have slight damage to its lemo connectors upon arrival. The controller was functionally tested and was found to perform as intended. Although the controller was able to connect and disconnect from power without issue, the observed damages to the lemo connectors may have contributed to the reported difficult connection. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect/low voltage conditions. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were difficulties connecting to the batteries clip on the white power cable after the system controller was dropped when the patient fell on (B)(6) 2021. After the exchange of the battery clips, the problem resolved for a time, but returned. A controller exchange was performed.